Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by removing an obstruction from the cuvette wash station vacuum probe to resolve the issue, no further leaks or instrument errors were observed. (B)(4).

Event description:
The customer reported their unicel dxc 800 synchron system generated "cuvettes failing water blank" errors. Upon troubleshooting, the customer found the cuvette wash station vacuum probe was obstructed and approximately 2 cubic centimeters of fluid leaked in the cuvette reaction wheel compartment. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.